Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer reported wanting to change basal rate to what their health care provider recommended to fine tune insulin therapy. Customers blood glucose (bg) level was 404 mg/dl, a correction bolus was delivered to address bg level.